Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, an aortic arch replacement surgery was performed. On an unknown date after the replacement surgery, a pseudoaneurysm was identified at the distal anastomosis of the surgical graft. On (B)(6) 2008, an abdominal aorta replacement surgery was performed to treat an abdominal aortic aneurysm. After the open surgery on the same day, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal; tg4015/05861494, distal; tg3410/05861386) to treat the pseudoaneurysm. The devices were inserted from a conduit sewn to a surgical graft of the abdominal aorta, and implanted at the intended position with no reported issues. The preoperative diameter of the pseudoaneurysm was 77mm. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. The aneurysm diameter at the time of discharge was 71mm. Subsequent follow-up CT images showed no issues; however on (B)(6) 2011, three year follow-up CT images indicated the aneurysm growth of 7mm. The aneurysm diameter was 78 mm. Endoleaks were not reported at this time. The physician elected to monitor the patient. On (B)(6) 2012, a follow-up CT images identified a type iii endoleak from the overlap of the two tag devices. It was reported that the length of the overlap was short, causing the endoleak; however the exact number of the length was unknown. The aneurysm diameter was 81mm. On (B)(6) 2012, the patient was additionally implanted with a gore® tag® thoracic endoprosthesis (tgt3410/9708968) to repair the endoleak. The tgt3410 was implanted to reline the tg3410 originally implanted distally. The final angiography revealed that the endoleak was resolved, and the patient tolerated the procedure. On (B)(6) 2013, five year follow-up CT images showed no issues. The aneurysm diameter was 80mm. On (B)(6) 2015, another follow-up CT images identified a possible type iii endoleak from the overlap of the originally implanted tag devices with the aneurysm re-enlarging to 85mm. On (B)(6) 2015, the patient was additionally implanted with a conformable gore® tag® thoracic endoprosthesis (tgu373715j/13877042) to repair the endoleak. The tgu373715j was implanted to reline the tg4015 originally implanted proximally. The final angiography revealed that the endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.